Event description:
It was reported that the drill pin broke intraoperatively. The planned operation was a proximal inter-phalangeal joint fusion of 2nd toe to correct a hammer deformity. After passing pin to joint, it would not advance further and toe began to vibrate. The surgeon stopped drilling and attempted to withdraw the pin. The pin came out without metal tip (which was left behind) and was twisted and buckled. Surgeon aborted the fusion procedure in favor of excision arthroplasty instead.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The returned plla trim-it pin is bent, damaged and severely twisted. The trim-it pin's metal tip is not attached to the returned pin nor was it returned. The distal tip of the returned plla pin, adjacent to the metal tip, displays visible indications of torsional overload. The most likely cause(s) of this type of event include not pre-drilling the pilot hole when hard bone is encountered, exposing too much of the pin in the driver during insertion, and/or over-flexing the device during use. Per device directions for use, over-flexing of the device may cause breakage or cracking. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.